Manufacturer narrative:
An event regarding infection and crack/fracture involving a triathlon patella was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 04/28/2022 with no relevant reported discrepancies. Complaint history review: there has been 1 other similar event for the lot referenced. There has been 1 other similar events for the reported sterile lot. Said event relates to infection for the same device/patient, therefore no further trending is required for this commonality. No similar event for crack/fracture. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: x3 triathlon cs insert #7 11mm; cat# 5531-g-711-e; lot# ea7vt5; triathlon cr fem comp #6 l-cem; cat# 5510f601; lot# nax7r; tri ts baseplate size 7; cat# 5521-b-700; lot# g4l7ha; simplex hv us 1 pack; cat# 6194-1-001; lot# 112aa907kb (qty 2); it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : not returned.

Event description:
It was reported that the patient's left knee was revised due to infection and patella fracture. All implants (including the patella) were removed, and a femoral component with an all poly tibia were implanted.